Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinusitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with harmonyca¿ with lidocaine. Patient experienced erythema and an increase in volume in the area treated. Hcp reported that symptoms were caused by sinusitis, deemed not related to the device.